Event description:
User facility reports lower than reference results with the protime microcoagulation system. Protime generated a 2.0 inr result at the clinic. Pt was tested in the emergency room and the result was 8.0 inr. The pt's underlying diagnosis and therapeutic range is unk, therefore a default inr of 2.0-3.0 is used. No adverse event(s) were reported.

Manufacturer narrative:
(B)(4). The cuvette lot used with this instrument is unk at this time. It was reported that the pt was self-medicating. This may have contributed to the protime microcoagulation system to register lower than expected inr results. Itc has requested all data required for form 3500a.